Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced a hyperglycemia and insulin pump  as treatment. Customer blood glucose level was over 466 mg/dl. It was unknown about used insulin pump system within 48 hours of reported event. It was unknown about used auto mode/smartguard feature actively at time of high blood glucose event. The products will not be returned for analysis.